Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) to report that the he was experiencing an error message (could not recall exact error) and a power issue with his one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issues started on the evening of (B)(6) 2011. He states that he manages his diabetes with insulin (pump therapy) and due to the product issues with the subject meter not turning on and giving an unknown error he made no changes to his usual treatment. The patient reported that "the next morning" after the alleged issues started, he became sweaty, thirsty and had a headache. He denied receiving any treatment for these symptoms. At the time of troubleshooting, the cca noted that the battery was not due for replacement. The strips were also confirmed as the correct type and there was no information of misuse of meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issues and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.